Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printer for barcode was not able to be scanned. A technical support specialist dialed into station and logged in as cfn admin. Verified devices and printers-zebra printer was online; fujitsu printer already set as default. Checked print queue. Reconfigured zebra printer as per knowledge article (zebra printer no longer printing - upgrade). Verified all settings applied successfully. Sent test print page to zebra printer-status showed 'printed.' Everything working fine. Rebooted station back to cfnapp. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the zebra printer for the b1worpre barcode could not be scanned by nursing staff for charting. The user thought the ink might have been too dark. However, there were no delays or adverse events or injuries reported based on this event.